Event description:
During implant of wiktor sent in a 60% occluded ostial lesion in the rca the stent became fixed in the vessel and was dislodged off of the balloon. However, the physician was able to deploy the stent in the ostium. During the attempt to implant a second wiktor stent while advancing through the first deployed stent, the stents became entangled and the second stent came off of the balloon. The physician attempted to remove both stents, however the first stent became bunched by the guiding catheter and unraveled as it was withdrawn. The second stent which remained on the guide wire was lost in the vessel as guide wire placement was lost and eventually the guide wire removed. The second stent embolized into the external iliac which was very tortuous and prevented removal of the stent with a snare. The pt was released to the ICU with surgery scheduled for the following day to remove the stent with a brachial procedure, however the pt began to bleed heavily from the groin introduction site and was transferred to the or for a groin vessel repair procedure. During the surgery the pt became hypotensive, arrested secondary to closure of the rca, and expired in the or. The physician stated the cause of death was not related to any malfunction or performance issue with the stents or stent delivery system.